Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized for low blood glucose levels. The customer was stated that they experienced the low blood glucose levels four times in the past two years. The customer did not provide any further information about the hospitalization or the incident.